Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a pcb00 15.0 diopter intraocular lens (iol) was implanted in the early afternoon, then the patient returned for a second surgery late afternoon on the same day to replace the lens because the physician realized he had implanted the wrong diopter for the patient. The lens was replaced with the same model with a higher diopter size. No further information was provided.